Event description:
Three patients were burned while being treated with our ex4 device (tens) - the patients were using if-4p mode, and were correctly criss-crossing the wires. The patients were also using a brand of electrodes that the distributor warns against using, stating that they are inefficient and result in patient burns. Other reasons these burns may have occurred with these patients (according to the chiropractic assistant involved with these patients/initial reporter) include the fact that the patients share electrodes and the electrodes are used until the office notices a loss of adhesion; they spray alcohol on the electrodes after each use, which is a drying agent that can dry out the electrodes and result in the burning; they do not clean or prepare their patients' skin prior to applying the electrodes; the electrodes are also reported as having been improperly placed at less than 2" apart from one another. Patient 1 is reported as having not experienced discomfort during the treatment, but did notice the burns 2 hours later and visited the emergency room. The device involved with these patient burns was returned to compass health brands and evaluated on 12/09/2016 - the customer's complaint was unable to be duplicated, as the device was tested within spec range.